Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/pt for follow-up questions. The following implant was classified based on info obtained from lifescan customer service. The lay user/pt contacted lifescan customer service on april 16, 2009, alleging that the control solution test (178 mg/dl) on her onetouch ultra was above the expected range (104-138 mg/dl). The reported issue occurred in 2009. According to the troubleshooting performed with customer service, the control solution vial was opened past the discard date, which can contribute to inaccurate control solution readings. The pt indicated that she took her usual dose of diabetes medications (unk type/dose) after the control solution test failed. No blood glucose results were reported. She claimed that 2 hours after the reported issue began, she developed symptoms, which she described as feeling "poorly," sweaty, cold, and clammy; however, the pt reportedly did not receive any treatment. It would have been helpful to know if the pt tested her blood glucose at the time of the incident, what type of diabetes medications were taken after the control solution test failed, and if the pt received any form of treatment after the symptoms started. It would also be helpful to understand why the pt feels that the failed control solution test result can contribute to her symptoms. There was no evidence that the product malfunctioned since the control solution vial was opened past the discard date. However, based on the info provided at this time, this complaint is being reported because the pt allegedly developed symptoms suggestive of severe hypoglycemia after obtaining a failed control solution test.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.